Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) and had 58 percent battery life remaining. Engineering analysis was performed due to concerns over possible premature battery depletion. Engineering found that the data stored in the s-ICD appeared to indicate that the battery usage has increased at an abnormal rate and would continue to increase. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) and had 58 percent battery life remaining. Engineering analysis was performed due to concerns over possible premature battery depletion. Engineering found that the data stored in the s-ICD appeared to indicate that the battery usage has increased at an abnormal rate and would continue to increase. Explant was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the concerns over possible premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the concerns over possible premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.